Manufacturer narrative:
Insulet corporation is submitting this MDR that was previously included in the q1 2015 alternative summary report (asr). This MDR is being re-submitted after the 30 day requirement due to erroneous inclusion in q1 2015 asr. This error was communicated to FDA on july 31st, 2015 when we submitted a request for permission to submit a retrospective summary report (rsr) under 21 cfr part 803.19. FDA declined insulet participation in the rsr program in a decision dated august 26, 2015 and emailed on september 3, 2015. As a result, insulet is committed to complete these corrections through this submission. The device was returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. No defects or deficiencies could be identified that would result in interruption of insulin delivery and contribute to hyperglycemia release records were reviewed and the product met all acceptance criteria. The omnipod user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
It was reported that the customer blood glucose (bg) level reached 400 mg/dl after wearing the pod between 4 and 24 hours. It was reported that the cannula was dislodged from the insertion site.